Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. During use of the device, the physician keep aspirating and air bubbles were formed in the flushing line. Blood was noticed to be leaking from the valve. The device was replaced and the procedure was completed successfully. The device is not expected to return for analysis.